Manufacturer narrative:
(B)(4). Report source foreign: (b)(64). Reported event was unable to be confirmed due to limited information received from the customer. The lot number is unknown; therefore, the device history records could not be reviewed. Insufficient information provided, therefor implant compatibility cannot be performed. The x-ray review was performed which state that there is varus positioning of the tibial component with suggestion of subsidence medially. Radiolucency along the medial and lateral tibial component suggesting loosening. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only. Concomitant medical products: pn: 00596403212 articular surface size ef 12 mm height "use with plate 3 ln: unknown, unknown bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation because hospital has discarded as bio-hazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to tibial component loosening. Attempts to obtain additional information have been made; however, no more is available at this time.